Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has had to use five new batteries in the insulin pump within the past week. The patient's blood glucose at the time of incident was 43 mg/dl. The patient treated with (B)(6). During troubleshooting there were no additional anomalies noted. The insulin pump was not returned for analysis.